Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history record review was performed for the subject device serial number (B)(4). Manufacturing location: (B)(4). Date of manufacture: 04.02.2015. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. Previous to the current issue reported, the device has not been serviced; hence no service history record review is possible. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
According to service record note, it states that there is a joint problem is on the motor head. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA (B)(4). Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the device 05.001.401 was submitted for service from affiliate in (B)(6). The following condition were reported on a synergy form: device leaking. There were no injuries, patient user involvement or surgery delay or need for additional medical intervention reported. If any additional information should became available, this notification will be updated accordingly. (B)(4).

Manufacturer narrative:
Additional narrative: device was returned to manufacturer for repair. Sc identified following condition : general, not functioning defective, general, cable defective comments from technician : led ring and light guide missing, no power output from the handpiece; internal wire is cut, handpiece is defective the service technician noted the following action taken: repair review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Technician note: led ring and light guide missing. No more power (no power output the handpiece; internal wire is cut, handpiece is defective, to change). (B)(4). Synthes recommends servicing the device at least once per year to maintain the device in optimum working condition. This product has not been in for service in over 1 year, 11 months. Normal wear has been identified as the most likely cause for this issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.